Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent vibration occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. The receiver log download passed. The log was downloaded and reviewed finding no errors related to the complaint. The global receiver functional tests were performed and passed all tests. The manual receiver "try-it" test was performed and passed. The receiver case was opened and an internal visual inspection was performed and failed due to moisture damage. The vibrator motor internal resistance was measured and passed because the motor assembly resistance is within specification. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.